Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found to have a chipped and cracked top case, and a crack on the right plunger case. Upon review of the event history log, a clutch plunger error was confirmed. Device underwent multiple flow and occlusion tests, and as a result, the reported customer complaint was unable to be verified. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical medfusion syringe pump has clutch, plunger error. No patient adverse effects reported.